Manufacturer narrative:
Customer reported this problem in the past and service has been in several times for this issue. There was no service dispatched for this event. Root cause for the erroneous results is unknown. Raw data files were not provided for analysis.

Event description:
A customer contacted beckman coulter inc., (bci) indicating an ongoing issue with erroneous high differential results on the unicel dxh 800 coulter cellular analysis system when compared to manual and/or rerun results. Customer was contacted several times to obtain the information, but was not able to provide the information at contact. Per customer, results were not reported out of the lab. There was no effect to patient in connection with this event.